Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('extreme periods of constant bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), depression ("depression"), diarrhoea ("chronic diarrhea"), constipation ("constipated"), arthralgia ("stabbing pains in my knees and tops of my feet"), pain in extremity ("stabbing pains in my knees and tops of my feet"), hypertension ("high blood pressure"), palpitations ("heart palpitations") and anxiety ("anxiety"), was found to have weight increased ("gained 100 pounds") and underwent thyroidectomy ("thyroid removed"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, depression, thyroidectomy, diarrhoea, constipation, arthralgia, pain in extremity, hypertension, palpitations and anxiety outcome was unknown and the weight increased had not resolved. The reporter considered anxiety, arthralgia, constipation, depression, diarrhoea, hypertension, menorrhagia, pain in extremity, palpitations, thyroidectomy and weight increased to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: menorrhagia, depression, anxiety, weight increased, diarrhea, constipation, pain in extremity, arthralgia, thyroidectomy, palpitation, hypertension. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('extreme periods of constant bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), diarrhoea ("chronic diarrhea"), constipation ("constipated"), arthralgia ("stabbing pains in my knees and tops of my feet and arthritis pain in hip"), pain in extremity ("stabbing pains in my knees and tops of my feet"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), anxiety ("anxiety"), spondylitis ("back arthritis") and arthritis ("knees arthritis"), was found to have weight increased ("gained 100 pounds") and underwent thyroidectomy ("thyroid removed"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, depression, thyroidectomy, diarrhoea, constipation, arthralgia, pain in extremity, hypertension, palpitations, anxiety, spondylitis and arthritis outcome was unknown and the weight increased had not resolved. The reporter considered anxiety, arthralgia, arthritis, constipation, depression, diarrhoea, hypertension, menorrhagia, pain in extremity, palpitations, spondylitis, thyroidectomy and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: anxiety, arthralgia, constipation, depression, diarrhoea, hypertension, menorrhagia, pain in extremity, palpitations, thyroidectomy and weight increased, arthritis (back, hip, knee). Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added arthritis knees. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('extreme periods of constant bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), diarrhoea ("chronic diarrhea"), constipation ("constipated"), arthralgia ("stabbing pains in my knees and tops of my feet"), pain in extremity ("stabbing pains in my knees and tops of my feet"), hypertension ("high blood pressure"), palpitations ("heart palpitations") and anxiety ("anxiety"), was found to have weight increased ("gained 100 pounds") and underwent thyroidectomy ("thyroid removed"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, depression, thyroidectomy, diarrhoea, constipation, arthralgia, pain in extremity, hypertension, palpitations and anxiety outcome was unknown and the weight increased had not resolved. The reporter considered anxiety, arthralgia, constipation, depression, diarrhoea, hypertension, menorrhagia, pain in extremity, palpitations, thyroidectomy and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.